Event description:
Covidien received information that, during patient use, the ventilator's upper display went blank. The ventilator was removed from the patient. No harm to the patient was reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. (B)(4)